Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered automated impella controller (aic) issues. It was reported that the aic encountered a "placement signal not reliable" alarm and so the placement monitoring was disabled and the audio was turned off. Monitoring via motor current and echo for placement was to be checked, and he physician was also made aware of situation.